Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high blood glucose of 300 mg/dl to 400 mg/dl and low blood glucose of 30 mg/dl to 40 mg/dl. Customer one time woke up in the middle of the night with blood glucose of 27 mg/dl. Customer reported she had a bone marrow biopsy in early december, was uncertain whether or not the device was removed during an MRI scan. Customer was assisted in running a self test, the test passed. Customer was advised to monitor the device. Customer will not be returning the device for analysis.